Event description:
The facility nurse educator notified the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is currently no information for each event. It is unknown what interventions were required. The patient outcomes are unknown. The actual samples were discarded, and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is the related complaint for patient b.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing. While prepping, it was noted there was no stent mounted on the balloon. Completed the procedure with another of the same size stent. No pt complications were reported.

Manufacturer narrative:
The sample was discarded, the lot number is unknown, and no companion samples are available.

Manufacturer narrative:
CAPA was opened on june 26, 2009 to address blood stream infection complaints.